Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us, PMA/510(k) # k121430, therefore MDR reporting criteria applicable to this event. The evo-pc-10-11-6-b device of lot number c1346799 was returned to cook ireland and evaluated on the 17-jan-2018. Upon evaluation of the returned device, it was noted that there was no stent exposure. The lockwire was returned with the device, partially removed. The red shuttle deployment marker was at the front of the handle. Actuation for deployment and retraction was possible. It may be noted however, that the stent itself could not be retracted as the lockwire was pulled, disengaging the stent from the lockwire preventing retraction. The stent was successfully deployed in the lab, despite the reported issue of not being able to deploy past 50%. The device was dismantled during the lab, and all internal components of the device were okay. There were no defects or issues encountered with the device. The customer complaint is confirmed based on the customer testimony as the clinical setting that could impact on the functionality of the device cannot be replicated in the laboratory. The following additional information was received from the cook representative: "the target site was the distal bile duct(middle-lower bile duct), so the anatomy was not torturous. I also heard that there was no difficulty in advancing the introducer through the stenosed site." It may be noted that the following was stated in the problem statement: "he considered the possibility of interference of the stent lock wire just in case and pulled it for approx. 1cm and attempted to deploy the stent again but the result was the same." The removal of the lockwire would have had no impact on the deployment issue of the stent experienced by the physician. As per the instructions for use, "when stent point of no return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle" no functional issues were discovered with the device when it was returned, and the patients' anatomy was not considered torturous. In addition there was no difficulty advancing the introducer through the stenosed site. Based on this information a potential root cause of this event could not be determined. Prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-pc-10-11-6-b device of lot number c1346799 revealed no discrepancies that could have contributed to this complaint issue. Upon review of complaints, this failure mode has not occurred previously with the lot number c1346799. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with the lot number c1346799. As per the instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". As per the instructions for use "when stent point of no return has been passed, disconnect luer lock fitting to remove safety wire completely from delivery handle" on review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. No adverse events were reported as a result. The device was removed and replaced with evo-10-11-6-b. Complaints of this nature will continue to be monitored for any potential emerging trends.

Event description:
To treat the stenosed distal bile duct, the user inserted evo-pc-1011-6-b into an endoscope (olympus' tjf-260v) and advanced it to the target site without problem and started deploying the stent. After 50% of the stent was deployed, it would not be deployed any more even if the user squeezed the trigger. He removed the delivery system with the stent half deployed together with the endoscope from the patient, and then he checked the device. He confirmed the stent could be recaptured into the sheath but would not be deployed any more than 50% of the whole length. He considered the possibility of interference of the stent lock wire just in case and pulled it for approx 1 cm and attempted to deploy the stent again but the result was the same. He advanced the delivery system of evo-10-11-6-b to the target site and started deploying the stent. However, the user heard 'abnormal noise' at the third squeeze of the trigger, then the trigger became inoperative. The trigger would not move at all as it was locked. He removed the device outside the patient and considered the possibility of interference of the stent lock wire just in case and pulled it for approx 1 cm and attempted to squeeze the trigger but the situation didn't change. He replaced it with other manufacturer's device to complete the procedure.